Event description:
Complainant alleged that the autopulse resuscitation system displayed a "patient alignment and lifeband placement" message, however the specific error code correlating to this message was not provided. The platform was able to be powered on. Customer did not attempt to clear the error code. When the "patient alignment and lifeband placement¿ message was observed, the device was removed from the patient and the problem encountered is addressed under MFR 3003793491-2013-00961. No compressions were performed with the autopulse. Manual CPR was performed for approximately 30 minutes. No adverse patient sequelae was reported.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. The reported complaint was confirmed; a user advisory (B)(4) fault (discrepancy between load 1 and load 2 too large) was observed during power up of the platform. Multiple ua 7 faults were also observed in the archive, however data was found corresponding to the reported event date of (B)(6) 2013. The investigation results indicated that a defective load cell was the cause of the reported issue.